Manufacturer narrative:
Hardware implanted approximately 2 years prior to the explant date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown humeral nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that spiral blade and end cap were removed at a patient's request during rotator cuff repair procedure due to the recent experienced of pain in the rotator cuff. The hardware was intact. There is nothing wrong with the previously implanted humeral nail, spiral blade and end cap. Only the spiral blade and end cap were removed. The nail remained implanted in the patient. Original humeral fracture and repair occurred about two years ago. No harm to patient. There was no report of a surgical delay. This report is for an unknown humeral nail. This report is 3 of 3 for complaint (B)(4).